Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has had multiple issues with not maintaining a therapeutic international normalized ratio (inr). In early december it was noted that lactate dehydrogenase (ldh) levels had increased from 300 to 1000. The patient was monitored and late december the ldh level elevated again to 2300. The patient was readmitted and placed on heparin gtt for a period and was discharged. On (B)(6) 2013 the patient was listed as 1a and started on persantine. Nine days later the patient had complaints of coke colored urine and ldh's at 2000+ plasma free was 52. The patient had been on heparin and integrelin gtt since being admitted. A heart did not become available in time and on (B)(6) 2013 the patient from one lvad to another lvad.